Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have shortness of breath and pneumonia. The patient did report receiving medical intervention and was hospitalized. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused shortness of breath and pneumonia. The patient did report receiving medical intervention and was hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.